Event description:
It was reported by the rep that (1) sw110 was used during a laparoscopic nissen procedure. It was reported that the surgeon successfully fired the suture assistant (4) times. The surgeon was preparing to make the final pass through the tissue on wrap and saw a metal piece inside the pt. The surgeon then took pictures. The surgeon then removed the suture assistant from the pt to examine it and the cartridge was intact. The surgeon then examined a previously used cartridge from knots 1-4 and discovered one had a missing piece. There were no further incidents and the case was completed. 04/17/2000 additional info: piece was removed from pt with no further incidents.